Event description:
The reporter stated that the surgeon was using a eyeonics crystalens with a msi-pf injector and during insertion the end of the haptic tore off with insertion. The original incision was enlarged to remove the lens and a second crystalens was implanted successfully, no suture required.

Manufacturer narrative:
Evaluation. A injector and cartridge lot number search was performed for similar complaints within the search. The cartridge shows there were three similar complaints and the injector search shows seventeen similar complaints.